Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during laparoscopic cholecystectomy, the clips were loaded properly at first. Then, the clip did not come out to the jaws in the middle, in spite that the user grasped the handle. It is unknown how many clips had been loaded before that. The user tried to load several times, no clip came out to the jaws. The device was replaced with a new one to complete the surgery. No clip fell in the patient.

Event description:
It was reported that during laparoscopic cholecystectomy, the clips were loaded properly at first. Then, the clip did not come out to the jaws in the middle, in spite that the user grasped the handle. It is unknown how many clips had been loaded before that. The user tried to load several times, no clip came out to the jaws. The device was replaced with a new one to complete the surgery. No clip fell in the patient.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73j1800485 was manufactured on 09/24/2018 a total of 288 pieces. Lot was released on 09/28/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the device. The centering tab was bent at the distal end of the channel. The corners of the centering tab were not formed correctly. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The next clip was unable to load properly due to the bent centering tab. The sample was disassembled in order to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was also slightly bent. The clip stacking and the damage to the feeder were likely caused by the user attempting to fire the device after the clips were unable to load properly due to the bent centering tab and the device jammed. The device was returned with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. The damage to the centering tab prevented the clip from properly loading. It could not be determined exactly how or what caused the centering tab to bend. A nonconformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. The sample was returned with its trigger partially engaged and a clip partially loaded incorrectly into the jaws of the device. The centering tab was bent at the distal end of the channel. The device was returned with 9 clips remaining, including the partially loaded clip, indicating that 6 clips were fired by the end user. Upon functional inspection, the next clip was unable to load properly due to the bent centering tab. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was also slightly bent. The clip stacking and the damage to the feeder were likely caused by the user attempting to fire the device after the clips were unable to load properly due to the bent centering tab and the device jammed. The damage to the centering tab prevented the clip from properly loading. It could not be determined exactly how or what caused the centering tab to bend. The corners of the centering tab were not formed correctly. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. A nonconformance has been opened to further investigate this issue.